Event description:
It was reported that the patient experienced discomfort at the ipg site since implant. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was relocated. Discomfort at the ipg site has resolved.